Manufacturer narrative:
Patient information pending. A medtronic representative went to the site to test the equipment. Testing revealed that the bottom door cap was found to be cracked and pushed in. The crack in the cap was evened out so that the door closed correctly, and the system was re-homed. The imaging system then passed the system checkout and was found to be fully functional. At a later point in time a medtronic representative went to follow-up by replacing both door sidewalls and the lower door cap. The imaging system then passed the system checkout and was found to be fully functional. The parts were not returned for analysis.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that the gantry door would not close. The procedure was delayed less than one hour, and no impact was reported on patient outcome.

Manufacturer narrative:
Patient information: the site was unable to determine which of two patients were present at the time this issue occurred. Patient #1 information listed in section a above. Patient #2 information: (B)(6). The site was unable to determine which of two surgeons ((B)(6) hospital) were present at the time this issue occurred: (B)(6).

Manufacturer narrative:
Aware date: should have initially been filed as (B)(6) 2017. Device available for evaluation. No because no parts were sent to the manufacturer for analysis.